Event description:
It was reported that a patient had a device implanted in 2009, her device wasn¿t working right, and she had three surgeries. She got a new device in (B)(6) 2013. No symptoms or outcome were reported regarding this event. No additional information was able to be obtained. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).